Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 date is unknown, g2, h6 type of investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: a2, b2, b5, e2, e3 and h6 - health effect clinical code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's knee was revised after an unknown amount of time. He is facing challenges with his knee implant due to an infection that has developed. It is unclear based on the information reported if the infection was a result of the revision or if the patient underwent a two-stage revision and is currently dealing with an infection.

Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's knee was revised. He is facing challenges with his knee implant due to an infection that has developed.